Event description:
It was reported by service report that the cot will not lock into the truck due to a broken retaining post top screw and also the wheels were worn on the cot. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel.